Event description:
It was reported that foreign matter was found in 5 bd intima-ii¿ closed IV catheter systems before use. The following information was provided by the initial reporter, translated from chinese to english: "there were impurities in the front end of the catheter. There were 5 products with problems" "the department with this problem was pediatrics."

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9169531. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, without the ability to review and testing the observed foreign material our engineers could not determine a root cause for this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in 5 bd intima-ii closed IV catheter systems before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there were impurities in the front end of the catheter. There were 5 products with problems" "the department with this problem was pediatrics."